Manufacturer narrative:
Additional information has been provided in d.9.,h.3., h.6., and h.11. The product was returned for analysis and the reported complaint could not be observed. The intraocular lens (iol) was not returned. The device was returned in the blister tray. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the tip of the nozzle. The section of the plunger outside of the nozzle tip is bent. The nozzle tip has stress. Photo review states that the received photo shows device, the lock-out assembly has been removed. A white solution is observed in the device. The plunger has been advanced outside the nozzle tip. No iol observed. The product investigation could not identify the root cause for the reported complaint injector plunger was hardened, haptics to get stuck and rotate incorrectly as the iol was not returned. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Damage was observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the nozzle lumen or if the plunger is not positioned correctly at the trailing optic edge for advancement. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage or become stuck. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery, when the intraocular lens (iol) was being implanted, the injector plunger had hardened, causing one of the haptics to get stuck and the lens to rotate incorrectly. After much effort, the surgeon managed to position the lens and finish the surgery. There was no impact to the patient. Surgery was completed on the same day with the same lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).